Event description:
Dr splashed a small amount of preservcyt in her eye. The preservcyt did contain pt sample. Hologic forwarded the msds to the dr. The dr indicated that there was no allergic reaction. No further info is available on condition of dr.